Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level.